Event description:
Related manufacturer report number: 2017865-2023-22181. It was reported that the right ventricular lead exhibited low pacing impedance, high capture threshold, and oversensing noise. Potential insulation damage was noted on both the ventricular and atrial lead. The leads will continue to be monitored. There were no patient consequences.